Manufacturer narrative:
Other applicable components are:product ID 37761, serial# unknown, product type: recharger; product ID 37761, serial# unknown, product type: recharger.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that the connector on the desktop charger (dtc) was broken in (B)(6) 2015. Additional information received from the consumer reported he was unable to charge. The patient was unable to connect with the recharger and was told he would have to have his implantable neurostimulator (ins) "jumped." After his problem with the recharger was resolved and by the time he got the replacement recharger, the implantable neurostimulator (ins) had depleted. The patient had been trying to get in touch with a manufacturer's representative for 2 months. There were no symptoms reported. Relevant medical history included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.